Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. It was reported that the patient had a rash on the front and back of her torso. The patient's doctor prescribed clobetasol propionate cream for the irritation. The irritation was described to be solid pink with small bumps throughout. During multiple follow ups the patient reported that she was using the prescribed cream and that the rash had stayed about the same. The final medical outcome of the irritation is unknown.